Event description:
In 2009, the patient reported that the cartridge of her insulin infusion device looks different and the plunger appears to have 4 black lines. She said there were 2 lines together then a white space and another 2 lines. She was advised to change her cartridge. She stated that for the past 5 days she has had elevated blood glucose readings up to 600 mg/dl and "hi". Her normal range is under 200 mg/dl. She said she has bolused insulin via her infusion device but her readings did not decrease so she delivered insulin via injection. She stated she has kidney problems and has had pneumonia and thinks that may be affecting her readings. She stopping taking antibiotics couple of days prior. During troubleshooting, she stated that she is using a "white adapter." The patient was advised that her device requires that she use a blue adapter. She stated she sometimes has to press her buttons more than once but was not sure if this was due to her not pressing the button hard enough. The patient stated she needed to end the call. Further attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.